Event description:
It was reported that "during a kidney transplant, the staples did not form correctly when they activated the articulator."

Manufacturer narrative:
The device is being investigated by the quality engineer. When I received the final investigation report, I will file a supplemental report.